Event description:
Information received indicates the brakes will not hold on the bed.

Manufacturer narrative:
The hill-rom technician found the casters were worn on the bed. The technician replaced the casters to repair the bed.